Event description:
Reporter alleged the test strip vial drum did not have a label on it when opening a new vial that is used with the blood glucose monitoring device. Reporter stated when inserting the new drum an error message displayed and was unable to read the bar code info on it. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.